Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: no defect was found. The keypad is fully intact; keys are fully responsive to user presses. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd. Pump completed a 29hr flow accuracy test successfully. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and stated that he was using an allegedly malfunctioning pump. No adverse event was reported, and no information about the specific malfunction was provided. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.